Event description:
During an awake craniotomy, the patient moved in head clamp. It was reported that it may not have been tighten down. There was no patient injury, no revision or medical intervention required, and no delay in surgery. Additional information has been requested.

Manufacturer narrative:
Investigation completed 5/16/2017. The unit was setup per the IFU and tested per the 1101. The failure could not be duplicated. With respect to the returned unit the lock has rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Unit was last repaired on april 16, 2014 and will require pm maintenance performed at this time. Device history record reviewed for lot/117 on job# 089389 where 10 pcs were manufactured on 9/27/2011, 10 pieces were made, the DHR on both the assembly and subassembly level show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Service history: 4/15/2014. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. Root cause for this failure could not be determined at this time.